Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported by rep: "unstable left total knee. Converted to p/s knee."

Event description:
As reported by rep: "unstable left total knee. Converted to p/s knee."

Manufacturer narrative:
An event regarding instability involving a triathlon femoral component was reported. The event was confirmed based on the medical records provided. Method & results: device evaluation and results: not performed no product was returned for evaluation. Medical records received and evaluation: choice for a cr type of knee in a complex instability problem has contributed to persistent knee instability requiring revision with conversion to a ps type of knee device. Device history review: indicated all devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review of the medical records provided concluded: choice for a cr type of knee in a complex instability problem has contributed to persistent knee instability requiring revision with conversion to a ps type of knee device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.